Event description:
Caller reported a malfunction on the pump, indicating a malfunction code, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, confirming no adverse impact. Technical support provided guidance on resetting the pump, but the patient was unable to reset it immediately and planned to let the pump shut down before attempting to charge it later. Meanwhile, the patient opted to use multiple daily injections (mdi) and declined further follow-up, leading technical support to close the case.